Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with faded serial number label, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl. The customer treated high blood glucose with insulin. It was unknown if the customer was using auto mode or not. The customer declined troubleshooting for high blood glucose value. The customer stated that the plastic around the retainer ring was damaged also bottom sticker and the sticker on the back of the insulin pump was worn off. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did lock in place. It was unknown if the customer was using auto mode or not. The customer declined troubleshooting for high blood glucose value. The insulin pump will be returned for analysis.